Manufacturer narrative:
(B)(4). Although requested, set has not been received. A follow up report will be submitted with failure investigation results should the set be received for evaluation.

Event description:
Nursing in the outpatient oncology area reported that the inner blue part is ¿slow to rebound¿. They have used the (B)(4) for 4-5 years and reported this is happening every day in the past 1-2 months. Nurse had one incident where the slow rebound after a blood draw led to blood splattering. One used sample was saved and will be sent with some unused bd saline syringes that are used to access the caps. Sales rep asked how the caps were being used regarding priming, flushing, etc and all of the responses were within proper directions for use. There was no patient harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.